Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
It is reported disconnection. Event description: material#: unknown, batch#: unknown. One hour and ten min into the infusion, bd cstd (closed system transfer device) disconnected from patient's piv (peripheral intravenous line) and landed on floor while patient was in bathroom. IV pump was alarming for occlusion downstream; there was no evidence of drug spill. Pharmacy was immediately notified, handed drug bag over to pharmacy, drug taken down to IV mixing room, new bd cstd was placed and brought back up to treatment rn. Drug restarted at 1355. Patient tolerated the rest of the infusion without issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.